Event description:
It was reported that the procedure was to treat an unspecified lesion. The 3.5x18 mm xience sierra stent delivery system (sds) was intended to be implanted however the balloon did not inflate and the stent did not deploy. The stent was removed on the balloon with the delivery system. There were no adverse patient effects. There was no clinically significant delay in the procedure. An unspecified stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported activation failure. It was reported the stent delivery system (sds) was intended to be implanted however the balloon did not inflate and the stent did not deploy. Factors that may contribute to activation failure include, but are not limited to, inability/difficult to inflate, inflation technique, contrast concentration, loose connection with inflation device, contamination in the inflation lumen or damage to the guide wire exit notch or inflation lumen. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation corrected from yes to no.